Event description:
It was reported that the customer's insulin pump stopped delivering insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime alarm test due to moisture damage noted in force sensor. However, the insulin pump passed basic occlusion, occlusion, displacement, and excessive no delivery alarm test.